Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test or occlusion test due to physical damage. No battery cap received with unit, unable to verify battery cap anomaly. Unit was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 122 mg/dl. The customer states the tubing had a plastic ring and rubber ring came off . Troubleshooting was performed for damage and noticed the reservoir did not lock in place. The insulin pump will be returned for analysis.